Event description:
Boston scientific received information that the patient contacted patient services and stated that two weeks earlier when at a device interrogation, a high impedance measurement registered for a lead. The patient noted that the physician told him that they will re-evaluate the situation over the next six weeks. The patient did not know which lead was experiencing the high impedance measurement. An email was sent to the field representative in an attempt to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.